Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, the atrial lead exhibited loss of capture and decreased in the r-wave amplitude sensing. X-ray was taken and it was noted that the atrial lead had dislodged. Additionally, during the lead revision procedure, the helix of the atrial lead failed to extend or retract. The atrial lead was explanted. The patient was stable.